Event description:
Baxter (B)(4) received a report that leakage was found from the tubing while changing a bag by cleanflash. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation results become available.